Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced during a routine pulse generator change out procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.